Manufacturer narrative:
(B)(4).

Event description:
The patient was referred to have her vns explanted. The patient is now experiencing pain due to migration of the generator and would like the device to be explanted. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The pain was reported to solely due to the device migration within the axillary pocket. The nurse noted they believe the device migrated due to patient body movement and the approximately 20 years the same battery has been in that pocket. No known surgery has occurred to date.

Event description:
Information received which noted that the patient had their vns device explanted. It was noted that the surgeon cut the lead in the chest pocket to prevent doing a second incision. The explanted device has not been received to date. No other relevant information has been received to date.